Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was to undergo an undefined procedure. The physician was advised to use a magnet for the procedure and thought that the device would be turned off after 30 seconds and that constant tones and/or beeping would be noted. However, the physician could not hear the constant tone with the magnet over the device even with a stethoscope. There was further inquiry as to attach external patches to this patient. Technical services discussed magnet use and operations and physician discretion of patch use. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product analysis indicates that the allegation was not confirmed. The device was subjected to and passed automated therapy verification testing on the system, which confirms proper operation of pacing, sensing, shocking as well as lead impedance and telemetry function testing. The device meets specifications.

Manufacturer narrative:
Several attempts were made to verify if tones were eventually heard and/or if the patient's device functioned appropriately after this procedure. However, no further information was able to be obtained to verify either of these and information suggests this device remains in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.